Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-05-19. The rep reported that the patient had an appointment on (B)(6) 2017 and would likely be evaluated at that time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60 serial(B)(4) implanted:(B)(6) 2012 product type lead product ID 3778-60 serial(B)(4) implanted: (B)(6)2012 product type lead additional review indicated device code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was getting a complete system replacement. The physician removed the patient¿s leads and attempted to place new ones. However, the physician could not place new leads, so they left the existing battery in place. The physician was going to refer the patient to a neurosurgeon for paddle lead placement. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and lumbar radiculopathy. It was reported that the patient had fallen in the tub, the patient reported a loss of stimulation on their left side. The rep took the impedances and revealed five out of eight electrodes were out of range. The rep programmed the patient around the electrodes which weren¿t functioning. The patient still describes very little stimulation at 8-10 v. The issue was not resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3778-60 lot# (B)(4) implanted: 2012 (B)(6) explanted: product type lead product ID 3778-60 lot# (B)(4) implanted: 2012 (B)(6) explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep was at the patient's appointment on 2017 (B)(6) and the physician was going to schedule the patient for a complete system revision. The revision date was unknown at this time.